Manufacturer narrative:
One trabecular metal dental implant (tmt4b11) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the product was not returned. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown amount of time. X-ray/picture image was not provided. DHR review was completed for the subject lot number (63661610). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (63661610) and no other complaints about nonconforming products were identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned and no pictorial evidence was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient weight: not provided. Event date: not provided. Initial reporter email address, fax number: not provided. Additional PMA/510(k) number: k113753, k112160.

Event description:
It was reported that internal hex connection of the implant (tmt4b11) seems to be damaged by an abutment screw. Doctor requested a thread tap tool to solve the issue. Implant remains implanted, no injury has been reported at the time of this report. Tooth location 5.